Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hour, the infusion pump failed the accuracy test with under infusion. The specification of this device is +/-5%. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced. Service of the device was conducted on-site.

Event description:
During on-site repair, the pump failed an accuracy test for under infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.